Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received critical pump error. It was reported that the pump would have to be replaced. No further information provided.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unable to perform the displacement test and occlusion test due to missing retainer. However, unit passed the rewind test, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected critical pump error noted. Unit was received with cracked keypad overlay at select button, scratched case, minor scratched display window, missing reservoir tube o-ring and keypad overlay texture damage.